Manufacturer narrative:
Date of event is unknown (month and year valid). (B)(4). Evaluation, conclusion: off-label (implanting for a preoperative rupture). (B)(4).

Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a ruptured 9 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented to the hospital complaining of left foot pain. A CT scan observed thrombus in the left limb of the stent graft. The physician decided to intervene an performed a fem-fem bypass resolving the event. The physician states that the cause of the event is device related. From the films provided, the contralateral limb and contralateral extension on the left side are completely occluded beginning at the bifurcate flow divider. The ipsilateral limb is patent. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned images from 4 days post-implant revealed that the bifurcate was positioned just below the renals within the angulated neck. The bifurcate stent graft aortic body ranged from 23-25mm od. The max aaa diameter is 9cm. The right common iliac diameter is 3cm, and the left common iliac diameter is 4cm. Both iliac limbs have been placed into the externals. The ipsi limb + extension were placed into the right external iliac, and the contra limb + extension into the left external iliac artery. There is a small amount of thrombus present (approximately 2mm max thickness) within the contra limb, 3-4cm below the gate. The limb ID in this location is 13mm and there is no stent kink or compression seen in this location. Near the left iliac bifurcation the left limb is compressed/kinked down to approximately 5mm ID near to where the distal limb acutely angulates. No endoleak is seen. Images from 3 months post-implant ((B)(6) 2014) revealed that the bifurcate was positioned just below the renals. There is thrombus seen within the entire length of the aortic body, and the contra limb is completely occluded. A fem-fem bypass has been placed. The proximal stent graft od has enlarged to 31-34mm; there is no endoleak and it is unclear if the stent graft may have migrated distally. Near the iliac bifurcation the left/contra stent graft is again seen compressed/kinked down to approximately 5mm, and then opens up to 9mm ID at the distal end. The max diameter aaa is 9.1cm. The cause of the occlusion is uncertain. It is possible that the acutely angulated contra limb which had narrowed within the left external may have contributed this may also have been caused by a patient condition.